Manufacturer narrative:
The supplemental medwatch report (device available for evaluation?, device returned to manufacturer? And date device returned to manufacturer) fields were left blank. Device available for evaluation? Yes. Device returned to manufacturer? Yes. Date device returned to manufacturer: 10/06/2017.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the inability to read the screen was determined to be due to physical damage to the cover lens. The cover lens had signs of microcracks due to chemical degradation. This was most likely due to an improper solution used to clean the lens.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they are unable to read the screen on their device. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.